Event description:
The patient was hospitalized and underwent therapeutic hypothermia. The quattro catheter (lot # unknown) was placed by a less experienced physician into the patient's femoral vein. The insertion was smooth. Approximately 48 hours after the catheter placement, when the patient was in the rewarming phase with a target temperature of 37° c, it was noted a loss of the 500ml of saline in the first bag. The second saline bag was used, however, it was noted empty later also. The catheter was tested per the IFU. There was no presence of fluid noted next to the patient's bed. A catheter leak and infusion of 1000ml of saline were suspected. A second catheter was successfully placed to continue ivtm therapy. The patient is currently stable.

Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Seems that around 1000 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event's relationship to the device and procedure is casual.

Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 178616) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Visual inspection of the returned catheter was performed. Observed the catheter shaft was kinked at 2 locations (4 inches and 11 inches away from the catheter tip). Most likely, the catheter was damaged when it was folded and placed into the bag for shipping. No other physical damage was observed. Dried blood residue was observed in the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaints reported for the quattro catheter with lot number 178616. Additional information: b5, (describe event or problem) lot # for catheter.

Event description:
The patient was hospitalized and underwent therapeutic hypothermia. The quattro catheter (lot # 178616) was placed by a less experienced physician into the patient's femoral vein. The insertion was smooth. Approximately 48 hours after the catheter placement, when the patient was in the rewarming phase with a target temperature of 37° c, it was noted a loss of the 500ml of saline in the first bag. The second saline bag was used, however, it was noted empty later also. The catheter was tested per the IFU. There was no presence of fluid noted next to the patient's bed. A catheter leak and infusion of 1000ml of saline were suspected. A second catheter was successfully placed to continue ivtm therapy. The patient is currently stable.